Event description:
The reporter stated the surgeon attempted to insert an aa4203tl silicone toric plate lens but the leading haptic tore. The reporter stated if was unknown if there was any patient contact but was able to indicate there was no injury.